Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the vision side cart (vsc) common compute controller (ccc) and vix to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, error 311 was present. A hard power cycle of the console and tower had already been performed before contacting support, with no change in the error. Onsite logs were not available at the time of the call. A hard power cycle of the full system was then performed, including an epo of the robot, and the blue fiber cables were disconnected from the tower. The tower was then powered back on, and the errors persisted. It was noted that onsite was not connected, which was considered potentially related to a tower failure. The tower was then swapped out in order to proceed with the case. There was no report of patient involvement or reported injury.